Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.